Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer resumed insulin delivery and if the alarm reoccurred, pump supplies were changed. Blood glucose (bg) was 548 mg/dl and ketone level was high. A bolus delivered to address bg. Customer reported cause of elevated bg was due to being sick with the flu and the occlusion alarms. Customer went to the emergency room and was admitted to the hospital on (B)(6) 2019 for diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Intravenous insulin was administered. Elevated bg/dka were resolved with no permanent injury. Reportedly, customer was discharged on (B)(6) 2019. Although multiple attempts were made by tandem technical support to confirm the discharge date and occlusions had resolved, customer did not reply.